Event description:
The customer found defective batteries during a pm in 2008, and called for service that day. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. The pt was not injured.

Manufacturer narrative:
The service rep replaced the batteries and allowed the batteries to charge. System is now fully functional and operational.